Event description:
It was reported that customer experienced cgm error and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through reset, and after reset no further cgm error occurred and sensor session was successfully started.